Event description:
It was reported that a cartridge alarm occurred during the loading sequence. Customer reloaded cartridge to resolve the issue and reportedly, resumed pump therapy. Customer's blood glucose was 383 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.